Manufacturer narrative:
Labelling review, risk assessment. The reported event of was confirmed via email correspondence with the sales rep. The product was not returned and lot# not provided, therefore, device history review, complaint history review and device evaluation could not be performed. The device surgical technique states that "surgeons must instruct patients regarding appropriate and restricted activities during consolidation and maturation for the fusion mass in order to prevent placing excessive stress on the implants which may lead to fixation or implant failure and accompanying clinical problems. Surgeons must instruct patients to report any unusual changes of the operative site to his/her physician. The physician must closely monitor the patient if a change at the site has been detected." And "early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma" conclusion: some of the possible root cause of the reported event are patients post of activity and inadequate initial fixation, latent infection, premature loading of the device or trauma. However without the device and proper information, the exact root cause cannot be determined conclusively. Device not returned.

Event description:
It was reported that a cage was initially implanted on (B)(6) 2018 during an l4 / l5 tlif surgery. The device migrated one month post-operatively. The patient underwent a surgical operation for removal of the device.

Event description:
It was reported that a cage was initially implanted on (B)(6) 2018 during an l4/l5 tlif surgery. The device migrated one month post-operatively. The patient underwent a surgical operation for removal of the device.